Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensors had been stuck in the serter. Customer's blood glucose was unknown. Sensors were broken and cannot be used. Customer was advised the sensors will be replaced. Customer agreed to return the sensor for analysis.